Event description:
It was reported that during an initial meniscus repair procedure, a fragment suspected to originate from a meniscus suturing device was identified on postoperative imaging and was retained in the patient's body. The fragment could not be removed, and the procedure was completed with the fragment remaining in situ. No plan for removal was reported. The patient reported no pain or discomfort. No known impact or consequence to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). E1: full establishment name - (B)(6). G2: foreign - the event occurred in japan. The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.